Event description:
Per the clinic, the patient experienced skin breakdown with electrode extrusion subsequent to sustaining a head trauma and developed an infection, persistent edema over the right cochlear implant with two pressure ulcers. Subsequently, was treated with topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2025. Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.